Manufacturer narrative:
Device has yet to be returned for eval. Investigation is on-going. Once completed, a follow-up report will be submitted.

Event description:
It was reported that approx 30 minutes into an arthroscopic shoulder repair, the pt's etco2 and spo2 decreased. Etco2 dropped to around 10 after being in the mid 40's. Spo2 dropped into the 60's from the 90's. Pt was placed on 100% o2 and put on positive pressure ventilation. Spo2 and etco2 gradually increased over 6 minutes. Possible contributing causes: venous air embolus secondary to sitting position, air in arthroscopy pump tubing, or open venous plexi.